Event description:
"The hose detached from the port while in the implanted state."

Manufacturer narrative:
Note: product reference 4430018 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite t301 st sil 8,5f IV reference (B)(4) from batch 9556679. Device history record: batch record file number 9556679 was reviewed: the batch was manufactured within the specifications and no discrepancy related with this incident was observed during inspection steps. No other complaint was reported on this batch released in january 2026. Summary of investigations: the device involved in this complaint was returned for investigation. X-ray pictures, and the completed form "request for information - access port incident " were returned for investigation. -transmitted information analysis: the device was implanted during less than one month which represents a very short implantation duration. - x-ray pictures review: 3 x-ray pictures were received. The first x-ray picture was taken after the implantation. The access port housing, catheter, and connection ring appear connected and intact. A kink of the catheter is visible along the catheter pathway, a few centimeters distal to the connection site. No disconnection is visible. The second and the third x-ray pictures were taken after 3 weeks of implantation. A pronounced catheter kink is visible approximately 5 cm distal to the access port housing. The catheter remains connected to the access port housing, but the deformation is more severe than what was observed on the implantation picture. No catheter disconnection can be identified on this picture too. - visual inspection of the returned device: we received for investigation the access port housing from batch 9556679. The catheter was received in two parts. A ~5cm long piece of catheter is connected to the access port housing with a connection ring. A ~15cm long piece of catheter is received apart. Both extremities match together. Although initially reported by the client as a disconnection, the observed event corresponds to a catheter rupture located ~5cm after the connection. - microscopic inspection: the examination of the rupture facies under a binocular magnifier shows that the catheter rupture facies is partially rough and partially shiny, with an ovalized/flattened aspect. - dimensional measures the inner and outer diameters of the catheter were verified and are compliant with the defined specifications. - resistance test of the catheter: a pull test was performed on the received catheter to verify its resistance to traction. The results are compliant with the defined specifications. - raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing were also compliant upon receipt. -manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause the observed facies of rupture on the received catheter is consistent with catheter erosion caused by repeated mechanical stress at a kink or acute bend. Review of the x-ray images showed catheter kinking, suggesting that chronic stress at this location likely led to catheter rupture approximately one month after implantation. The IFU specifies several recommendations to avoid this type of complication. Conclusion the returned device was found to be compliant with specifications, with no evidence of a manufacturing defect. The catheter rupture results from an acute angle or a kink in the catheter trajectory. This type of incident is well known and documented in the literature following access port implantation. This is a rare incident with celsite access ports, no corrective action is envisaged for the moment.